Manufacturer narrative:
(B)(4). Batch number ==> r57g2g. Investigation summary ==> the analysis found that the pve35a device was received with no apparent damage and with sic cartridges reloads present. The reloads were received fully fired. Upon further inspection of the reload g was found to have cartridge deck damage. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: it was reported by the health authority that ¿ stapler assumed to have misfired on an artery causing bleeding during live kidney donation. Was stapling the 2nd artery during a laparoscopic live kidney donor procedure and the artery was not closed after the firing of the staple which caused blood loss. The stapler was then reused to staple the vein to get the kidney out and the staple line was fine on the vein potentially a fault with the reloaded stapler cartridge¿. Additional information requested and received: ¿ when was the procedure date? (B)(6) 2018. ¿ what was the product code of the device and the reloads that were being used? All packaging could not be retrieved and stapler itself and reloads were given to the rep . ¿ how did the device "misfire"? Firing on the artery the staple line was incomplete . ¿ did the device deliver any staples? Yes . ¿ if yes, were the staples formed properly? They looked to be formed properly. ¿ if yes, was the staple line complete? No . ¿ did the device cut? Yes. ¿ if yes, was the cut line complete? Yes. ¿ if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. ¿ on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th I think 3rd. ¿ when there was a "significant blood loss", how much blood was lost (mls)? Probably around 200ml. ¿ was a transfusion given? No. ¿ what was done to address the situation? New device handed on to restaple. ¿ was there any change in the procedure as a result of the event? If yes, please describe. Yes. Conversion from single port to hand assisted requiring extension of the incision from 5 to 8 cm and two additional ports inserted. Significantly prolonged warm ischemic time as conversion had to occur when all arterial supply disconnected but vein still in continuity. ¿ was there any patient consequence because of the event? If yes, please describe. Increased postoperative pain due to higher number of incisions. Rapid control avoided significant other complications (further bleeding that may have required transfusions). In the recipient - given the increased warm ischemic time in the donor - there was slow function in the kidney post-transplant. ¿ what is the current patient status? Patient well and discharged home.

Event description:
It was reported that they experienced a misfire during use on a living donor procedure which resulted in significant blood loss and multiple reloads being used.